Event description:
According to available information, this device required replacement due to leaking. A pump leak to the reservoir and a separate leak to left cylinder tubing were noted. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The device was received on 19 september 2022. Investigation of the returned device is still pending, but the item number, lot number, and unique device identifier were obtained.

Manufacturer narrative:
Titan touch pump and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump at the strain relief junction. This was a site of leakage. Abrasion was noted on the detached inlet tubing. No functional abnormalities were noted with the detached inlet tubing or connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation of the shorter pump exhaust tubing near the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.